Event description:
The customer reported that the system would not power up (boot up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced, the software was reloaded and the power supply voltage was adjusted. The system was then found to be operating as intended.